Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: arcom series-a standard patella, catalog #: 184768, lot #: 143010, vanguard interlok femoral component, catalog #: 195923, lot #: 244690, vanguard interlok tibial tray, catalog #: 195276, lot #: 841560, vanguard xp medial tibial bearing, catalog #: 195563, lot #: 091950. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03451, 0001825034-2018-03452, 0001825034-2018-03453, 0001825034-2018-03454, 0001825034-2018-03455. Remains implanted.

Event description:
It was reported that the patient had developed a hematoma. The patient was unable to perform physical therapy, which lead to more issues such as a lateral release for patella alignment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Date of event was previously reported (B)(6), 2018, date of the event was on an unknown day in (B)(6). 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.